Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The motor stall was dated (B)(6) 2013 at 0849 with the tube set (B)(6) 2013 and no recovery to date. The patient was sitting on a chair at work when the stall occurred on (B)(6) 2013. The patient experienced symptoms of vomiting, yellow bile, weak legs and increased spasms beginning (B)(6) 2013. The stall has exceeded tube set. The pump was delivering clonidine, prialt and morphine. Additional information reported the pump is stopped. The patient says they have no pain so no case date yet for replacement.

Event description:
Additional information: it was reported that the pump was replaced as of the date of this report. Reporter was told that there had been 4 motor stalls. Reporter did not know when the stalls occurred or what drug was in the pump during the stalls, becasue today there was saline in the pump.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 87 31sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).